Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the scope communication b30 error could not be determined. It is possible that the issue was caused by temporary failure of the charge-coupled device unit or scope connector internal circuit board due to the system earth wire not being connected, insertion or removal of the scope connector while the system power was on, dirt or fluid being adhered to the scope connector contacts, or system failure. Additional information about the event was requested, but not received. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿operation manual: important information ¿ please read before use: warnings and cautions: turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Important information ¿ please read before use: warnings and cautions: disappeared or frozen endoscopic image: before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and light source may malfunction.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported the image of the evis exera iii bronchovideoscope had white dots, and a b30 error (scope communication error) was displayed. There was no reported patient harm or impact due to this event. This report is being submitted for the b30 error code. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, the b30 error code could not be confirmed or duplicated. This event is under investigation. A supplemental report will be submitted upon completion of the investigation, or if additional information is received.